Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the liner and head was change for poly wear. Case done 20 years ago.